Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting not performed. The insulin pump will be returned for analysis.